Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic console xenon light was not activating and system message was displayed. Procedure details and patient impact were not reported. Additional information has been requested non received till date.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found balanced salt solution (bss) in the module. To resolve the issue, the nonconforming radio frequency identification (rfid) module was replaced. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to balanced salt solution (bss) in the module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.4,d.9, h.3 and h.11. The company representative was able to replicate the reported event. The illuminator printed circuit board (pcb) replaced and was returned for testing, to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pcb was received for this investigation. A visual assessment of the returned sample revealed liquid spilled on the pcb. The returned sample was installed into a system and tested. The system displayed sm. The clock oscillator was found to be nonconforming. The reported event was confirmed. The root cause of the reported event is attributed to nonconforming clock oscillator of the illuminator pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).